Manufacturer narrative:
Code problem code 3190 & component code 4776 selected due to insufficient information provided by user. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user noticed her blood glucose rising although the pump was giving her corrections. The pump was showing 25 units on board, and the user had changed her supplies. The user called again and continued to decline a supply change, so she took a manual injection to correct. The user declined further assistance, and no further information was provided.